Event description:
In preparation for a ptca procedure, it was discovered that the package of the quantum maverick monorail ptca catheter was not sealed. When the box was opened and pouch that the balloon was in was not sealed. The procedure was successfully completed with another of the same device.